Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecise results while using alinity I estradiol reagents. The following data was provided. Automatic dilution 1:5 1688, 1592 pg/ml. Repeat (manual dilution 1:5 using calibrator a material) 2720 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, and field data review. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Abbott link world wide data was used to evaluate historical product field performance. Patient data was analyzed, and evaluation indicated that the patient median result for the complaint lot was comparable to other lots in the field between june 2018 and december 2018. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified, and no product deficiency was found.